Event description:
Customer reported false negative reaction with the 0.8% selectogen cells lot vs735 with a sample previously identified with anti-e. Customer stated that the sample was first tested on (B)(6) 2014 with an alternative lot of selectogen and the antibody screen was reported negative by provue. During gel cross match customer saw incompatibility. Additional testing was performed and anti-e was identified. Customer stated that the facility had just received 0.8% selectogen cells lot # vs735 and repeated the antibody screening with this lot. The sample failed to react with 15 mins incubation but an increased incubation time of 20 mins gave a positive reaction with the e positive cells.

Manufacturer narrative:
(B)(4) performed retain testing, batch review and complaint review by lot. All results were satisfactory for reactivity of the e antigen. Sample was not available to be sent to (B)(4) for further investigation. (B)(4).